Manufacturer narrative:
The account found the communication cable was shorted out. The account replaced the communication cable to resolve the issue.

Event description:
The account alleged the nurse call was not functioning. No patient impact.